Manufacturer narrative:
Additional information was received on 5/24/2019. The device was explanted and replaced with 375cc mentor memorygel breast implants on (B)(6) 2019. Is other serious-uncheck, is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5596084, and no non-conformances related to the reported complaint were identified. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with 330 cc unknown mentor saline prostheses and experienced an unspecified illness post procedure. No details were provided regarding the nature of the illness; however, it was indicated they were thought to be related to the implants. As a result, explant without replacement was performed. See 1645337-2019-10332 for contralateral prosthesis report.